Manufacturer narrative:
H.1. Type of reportable event is being corrected to serious injury. H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm hp 105 box de has been found clogged. The following has been provided by the initial reporter: the insulin does not work due to the fact that the needle is clogged - the level of blood sugar is above 300.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm hp 105 box de has been found clogged. The following has been provided by the initial reporter: the insulin does not work due to the fact that the needle is clogged - the level of blood sugar is above 300.